Event description:
It was reported that during a stenting treatment procedure, partial deployment occurred. Vascular access was obtained via the left groin. The 70% stenosed denovo lesion was located in the mildly tortuous and mildly calcified iliac artery. While advancing a 7.0x20x75cm express ld iliac/biliary stent delivery system (sds), it was observed the hub of the 6fr non bsc introducer sheath had detached outside of the patient. The sheath and the express sds were removed while the 2x60 cm angled non bsc guide wire maintained access inside the patient. A new 6fr non bsc sheath was placed over the guide wire. The same express sds was advanced to the lesion in the iliac. Under fluoroscopy, it was noted that the stent was partially deployed in the intended location, but still on the balloon. An attempt was made to deploy the stent using the sds balloon, but only about 50% of the stent deployed. The express sds was removed intact. A 5x20 ut diamond was advanced for post dilation of the undeployed portion of the stent. The stent was well positioned and fully apposed to the vessel wall. The procedure was completed with this device. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device noted that the balloon was partially inflated with liquid. The stent was not returned for analysis. A tactile examination of the shaft found no anomalies. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. The balloon was examined for evidence of crimp marks. It was difficult to see the crimp marks fully on the balloon material due to the condition of the returned device, however it was possible to see traces of some crimp marks present. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, partial deployment occurred. Vascular access was obtained via the left groin. The 70% stenosed denovo lesion was located in the mildly tortuous and mildly calcified iliac artery. While advancing a 7.0x20x75cm express ld iliac/biliary stent delivery system (sds) it was observed the hub of the 6fr non bsc introducer sheath had detached outside of the patient. The sheath and the express sds were removed while the 2x60 cm angled non bsc guide wire maintained access inside the patient. A new 6fr non bsc sheath was placed over the guide wire. The same express sds was advanced to the lesion in the iliac. Under fluoroscopy it was noted that the stent was partially deployed in the intended location, but still on the balloon. An attempt was made to deploy the stent using the sds balloon, but only about 50% of the stent deployed. The express sds was removed intact. A 5x20 ut diamond was advanced for post dilation of the undeployed portion of the stent. The stent was well positioned and fully apposed to the vessel wall. The procedure was completed with this device. No additional patient complications were reported.